Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable wires became damaged and exposed and was no longer able to be used to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. A replacement cable was sent to the customer to resolve the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.